Event description:
It was reported that the patient presented for a new implant procedure. It was noted that the new right ventricular (rv) lead exhibited high pacing impedance and loss of capture during testing. Multiple repositioning attempts failed to resolve the issue. The rv lead was exchanged during the procedure. All parameters were stable with the replacement lead. The patient was stable.